Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The target lesion was located in a moderately calcified vessel. After a non-bsc guidewire was advanced to cross the lesion, a 2.0mm x 220mm x 150cm, mr coyote¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 10 atmospheres after a duration of 10 seconds. The balloon was completely removed and the procedure was completed with a 15cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection found no irregularities or defects with the balloon material or markerbands. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be streaming out of the tip of the catheter and from the port/exit notch. Microscopic inspection of the inner shaft and the port weld/notch revealed damage (perforation) to the inner shaft, just inside the port weld/notch area. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The target lesion was located in a moderately calcified vessel. After a non-bsc guidewire was advanced to cross the lesion, a 2.0mm x 220mm x 150cm, mr coyote¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 10 atmospheres after a duration of 10 seconds. The balloon was completely removed and the procedure was completed with a 15cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.